Manufacturer narrative:
Correction: date of report, november 10, 2016. The surgeon reported that during revision surgery he found that the electrode was flipped over inside the cochlea with the contacts looking to the lateral wall.

Manufacturer narrative:
Add'l info.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The reported complaint of the electrode shorts could not be verified during this analysis, which was limited in some respects due to the electrode being damaged and cut prior to receipt. This device passed all of the tests performed. This is the final report.

Event description:
The recipient reportedly experienced loss of sound. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.